Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Meter and test strips were not returned for evaluation. Most likely root cause: mlc-18: user has high glucose value test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact and customer stated that does not wish to have call back due to understanding why the meter read hi.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 150-200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. During the call a blood test was performed by the customer and produced test results of 310mg/dl non-fasting using the meter. The test strip lot manufacturer's expiration date is 12/13/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: hi, (B)(6) 2019, 9:28p, non fasting.